Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that the bronchovideoscope had a foggy lens. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information: d9. The device was returned to olympus for inspection and the reported failure of the foggy lens was confirmed. Based on the results of the investigation, it was identified that the failure was due to the lens being wet, due to vapor penetration or ingress of fluids due to air-tightness breakdown. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.